Event description:
Doctor reported that crown was placed at tooth site 46 in (B)(6) 2012. Doctor indicated the first loosening of abutment on (B)(6) 2015. The doctor retightened it and it loosened again in 2017, 2018 and 2019. Implant's collar ended up fractured and implant had to be removed in (B)(6) 2025. This report refers to implant fracture.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. G4: premarket identification PMA/510(k) #: k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb10 (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed. Bone debris on external threads. Damage to the implant was identified. The implants collar was fractured, and it had a fractured abutment screw stuck inside. Escalated. DHR review was completed for the subject lot number 61674691. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61674691 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.